Event description:
Allegedly during routine testing, the operator reported the device would charge but would intermittently not discharge.

Manufacturer narrative:
The device was returned to the customer for use. Physio-control does not intend to submit additional inforation on this event to FDA.